Event description:
It was reported that the patient presented in-clinic for unrelated matters. Upon interrogation it was noted that the right-atrial (ra) lead exhibited low pacing impedance. No resolution was performed. The patient was recovering.